Manufacturer narrative:
Unit alarmed insulin pump error alarm during the rewind due to corroded motor home switch. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion or verify pump error alarm due to insulin pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. Customer stated that the insulin pump was beeping all night. Customer was able to clear the alarm but not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.